Manufacturer narrative:
The reported events of high pacing impedance and undersensing were not confirmed. A complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-35488. It was reported that a patient presented in clinic with symptoms. The patient's right ventricular (rv) lead was found to be dislodged. During procedure, the patient's rv lead failed to extend during the repositioning procedure and the right atrial (ra) lead was found with high pacing impedance and was undersensing. The rv and ra leads were explanted and replaced. The patient was stable throughout procedure.